Event description:
The manufacturer received information alleging a ventilator was not consistently delivering pressure. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was not consistently delivering pressure. There was no patient harm or injury reported. Additional information received from the customer indicates the ventilator functions as designed and will not be returned for evaluation at this time.